Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, pump fell and hit something. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.